Event description:
It was reported that a malfunction alarm occurred, specifically displaying malfunction code 12. The customer did not experience blood glucose levels exceeding 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and there was no recurrence of the malfunction code afterward. The customer was advised to continue using the pump and to contact support if the issue reoccurred.